Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine experienced a 24 volt low alarm and was pulled from service for evaluation. While inspecting the machine, the biomed noted a burning smell emanating from the power supply. The biomed suspected the power supply had internal damage, though nothing visible was identified. To resolve the reported issue, the biomed replaced the power supply, the power logic board, the user interface (ui) board, the sensor board, and the function board. The biomed reportedly identified a burn mark on the function board. There were no signs of smoke, sparks, or flames. After repairing the machine, an eeprom read error occurred. The biomed forgot to move the 8-pronged microchip from the old function board to the new one. The biomed stated it was a memory chip. After moving the chip to the new function board, the eeprom error cleared. The biomed confirmed the machine had no previous history of failing the electrical leakage test, and confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. At the time of the event, there were approximately 17,000 hours logged on the machine¿s meter. All replaced parts were discarded. The biomed confirmed there was no patient involvement associated with the reported event.